Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a clinical study regarding a patient receiving unknown baclofen (dose and concentration unknown) via an implantable pump for intractable spasticity. It was reported the patient came in for their pump refill on (B)(6) 2019 and stated that 3 weeks ago (which would have been (B)(6) 2019) they noted a wound/open lesion over their intrathecal pump site. On (B)(6) 2019 silver treatment dressings were used on the area to promote healing of the lesion/wound. The patient was admitted to the hospital on (B)(6) 2019. It was noted that the infectious disease doctor at the hospital looked at the patient's wound and wants the pump explanted to eliminate it as a potential source of persistent infection. It was noted the pump would be explanted. The entire system was explanted/not replaced on (B)(6) 2019. The device disposition was unknown. The event required in-patient hospitalization and prolongation of existing hospitalization. The outcome was noted as ongoing. The clinical diagnosis was wound over their intrathecal pump site and other possible pump pocket infection and the device diagnosis was other possible pump pocket infection. The patient's weight was (B)(6). The etiology of the event (wound over pump site and possible infection) indicated the relationship of the event to the device or therapy was possibly related. The etiology of the event (wound over pump site) indicated the relationship of the event to the implant procedure was not related and the etiology of the event (possible infection) indicated the relationship of the event to the implant procedure was unlikely related. The event date was (B)(6) 2019. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare professional (hcp) via a clinical study reported the outcome of the event was unresolved at time of study exit/death/study closure. Additional information received from a healthcare professional (hcp) via a clinical study reported the patient exited study on (B)(6) 2019. The reason for exit was all enrolled manufacturer products were inactive. No further complications were reported.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare professional (hcp) via a clinical study reported the device diagnosis was other persistent infection. No further complications were reported/anticipated.